Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of this transcatheter bioprosthetic valve a non-medtronic transcatheter valve was attempted in the patient; however, this valve could not be advanced. The non-medtronic valve was withdrawn from the patient and the evolutfx-26 was placed. Three days later, a hemorrhage of criteria 3 or higher on the bleeding academic research consortium classification scale was noted at the access site. Approximately 2 weeks later, the patient was placed on extracorporeal membrane oxygenation due to heart failure. The heart failure did not improve and the patient ultimately passed away. The cause of death was heart failure.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. D. Suspect medical device: expiration date; serial #; and full UDI # h4. Device mfg date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of this transcatheter bioprosthetic valve a non-medtronic transcatheter valve was attempted in the patient; however, this valve could not be advanced. The non-medtronic valve was withdrawn from the patient and the evolutfx-26 was placed. Three days later, a hemorrhage of criteria 3 or higher on the bleeding academic research consortium classification scale was noted at the access site. Approximately 2 weeks later, the patient was placed on extracorporeal membrane oxygenation (ECMO) due to heart failure. The heart failure did not improve and the patient ultimately passed away. The cause of death was heart failure. Additional information was received to clarify the patient was in cardiogenic shock and underwent the transcatheter aortic valve imp lantation (tavi) while ECMO was inserted. Vascular access for the tavi procedure was achieved via the right "side" which was the same side as the vascular injury. The injury was noted following the tavi procedure. Per the physician, the delivery catheter system did not contribute to the vascular injury, instead the patient's anatomy included tortuosity in the chest which did contribute to the injury. Although the ECMO was removed after surgery, the heart failure did not recover. The patient died approximately two weeks after the tavi procedure. No malfunctions were observed in the implanted device.